Event description:
It was reported to the company that during the implant surgery in 2005, the patient had a csf leak. Post operative testing performed in 2007, indicates that the patient is having a positive response to the implant. The device remains implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center the patient remains implanted. This is the final report.